Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the video splitter had no power, the multi-out fan was not running, and there was no led on the mouse. The computer fan was not running. The uninterruptible power supply (ups) fan was running. The power cables going to the ups were reseated with no resolution. Swapping the connections where possible did not resolve the issue. The ups was replaced. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. Analysis found that when connected to a known good battery, the returned ups powered up with audible alarm and then shut down. When powered up a second time, the alarm sounded again until the ups shut down. Analysis found that the reported event was related to an electrical issue. Device manufacturing date for this system is not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the main staff cart and surgeon cart monitor were both black. Issue noted near the end of the procedure. A manufacturer representative discovered through troubleshooting that the system was staying powered on for a brief moment after pressing the power button on the unit. The system was not able to stay powered on. There was no impact to patient. There was a reported delay to the procedure of less than one hour due to this issue.